Manufacturer narrative:
Attempts to obtain additional information have been made, but no new information has been received to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that five months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic heart valve. No specific failure mechanism and no adverse patient effects were reported from this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.